Event description:
The customer reported the system cuts out during fluoroscopy with a filament regulator error and battery charger error. There is no power and it stops working. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested and found to be working as intended and back into svc.